Event description:
It was reported that cartridge had difficulty moving along guide tracks and caller noticed damage to guide rail on pump housing. There was no reported impact to the customer. The customer reverted to an alternate method of insulin therapy.